Event description:
Boston scientific received information that high shock impedance measurements were observed during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d). Prior to that, the physician reported difficulty inserting the right ventricular (rv) lead. The physician tried to reconnect the old device, which was replaced for normal elective replacement indicator (eri), to check the integrity of the leads and good measurements were noted. A commanded shock was also performed and shock impedances were at 88 ohms. After a lot of different manipulations, the physician decided to replace the device with another crt-d and this time, shock impedances were at 154 ohms and stable. A commanded shock was performed and impedances were at 80 ohms. The physician also noted less difficulty inserting the lead. The explanted device will be returned. The new device was successfully implanted and remains in service together with the lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.